Manufacturer narrative:
(B)(4). D10: 110003450 , item name: g7 str monoblock shell insrtr, lot #: 262930. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that when the surgeon was implanting the acetabular shell into the patient, the straight handle cup inserter would not unscrew from the shell. The procedure was completed using a new inserter and implant. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product/provided pictures identified the inserter and the shell. Both show signs of use with some gouging on the handle of the inserter and the shell has bio-debris in the coating on the outside diameter as well as the inside diameter of the shell. The shell is stuck on the threads of the inserter, was not able to remove the shell using a good amount of force. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.